Event description:
Patient presented to the physician with swelling and an infection at the neck incision. Physician prescribed oral antibiotics.

Event description:
Patient presented back to the physician with continued infection at the neck incision. Physician brought the patient into the operating room and removed the entire inspire system. Postoperatively, antibiotics were prescribed. The infection resolved following this intervention.